Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via a correction bolus. Reportedly, customer did not appropriately connect the tubing which resulted in air bubbles. Additionally, the customer reported using insulin beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog per the pump user guide. Tandem technical support followed up with the customer to continue troubleshooting. Reportedly, the customers bg was on a downward trend and declined any further troubleshooting.